Event description:
Related manufacturer report number: 2017865-2021-34889. It was reported that the patient's system was explanted due to erosion and infection. The patient was stable before, during, and after the procedure.